Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead was seen to be oversensing lead noise. The patient presented for a lead replacement surgery where the lead was capped on (B)(6)2020. Fluoroscopy was completed to confirm no lead fracture or breach. The patient was stable.